Event description:
It is alleged that during a case the pins on the camera cannula mount broke off and fell into the sterile field. It was reported by the surgeon that there were no long term sequelae or adverse events.